Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reverse locking mechanism of the device was blocked and the device was making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked and the device would not reverse, the device was leaking air, there was component damage, and excessive noise. It was further determined that the device failed pretest for check for excessive noise, check triggers for forward/reverse mode, check for air leak, and check reverse locking mechanism. It was noted in the service order that the device was not working, the chuck was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.